Event description:
The surgeon implanted a silicone lens but it was damaged while being inserted. The incision was enlarged to remove the lens and sutures were required. The facility indicated that the lens damage was due to the cartridge.